Event description:
It was reported that during a da vinci s hysterectomy surgical procedure, when the surgeon was ready to use the camera, very little light was coming out of the light guide cable. It was also noticed that the tip of the light guide cable was "burnt up" after calibration had been completed. The patient ports had already been placed when the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that the low light output issue experienced by the customer was associated with the illuminator lamp module located within the illuminator. The illuminator lamp module provides light, which is then delivered to the endoscope via a fiber optic, bifurcated light guide cable and projected onto the surgical site. The system was repaired by replacing the illuminator lamp module and damaged light guide cable. The illuminator lamp module was returned to isi for failure analysis investigation. Engineering tested the lamp module with an undamaged light guide cable and observed that the proximal tip of the light guide cable melted within 1 minute of installation, with the lamp module set to maximum output. Engineering determined that the lamp module contained a faculty component which caused it to produce excess heat, thus burning the tip of the light guide cable and leading to the low light output experienced by the customer. As of 2008, there have been no reported recurrences of the issue at this hospital.